Manufacturer narrative:
(B)(4). Only event year known: 2019. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the jaws of the clip appliers are misaligned, resulting in the clips falling out of the jaws of the instrument during use or not locking on tissue during use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.